Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The reported issue was unable to be duplicated during functional testing. Review of the event history log showed the pump displayed occurrences of "no disposable" alarm messages after the pump started. Further investigation found fluid ingression by the downstream occlusion sensor. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device; improper cleaning of the pump. Beyond device repair, no further action will be taken on this issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was not working and exhibited continuous beeping noise. The reporter indicated that the patient attempted to trouble shoot herself. Subsequently, the patient switched to backup pump with no interruption in therapy. No patient consequences were reported. No adverse effects were reported.